Event description:
On (B)(6) 2025, the patient underwent a port placement procedure using the powerport m.r.I. Isp. 11 months and 24 days post procedure, during routine maintenance a significant resistance was noted when connecting the port needle to the port body, and aspiration produced no blood return. A right neck vascular doppler ultrasound showed no catheter related thrombosis. Repeated aspiration attempts yielded the same outcome. A chest x ray demonstrated an abnormal catheter trajectory, raising concern for a complete catheter fracture. Additionally, drainage was found to be obstructed. And catheter also migrated inside the patients body. An emergency procedure was subsequently performed under local anesthesia in the interventional center, involving removal of a cardiac foreign body along with removal of the venous port. The patients current condition is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2026, during routine maintenance, significant resistance was noted when connecting the port needle to the port body, and aspiration produced no blood return. A right neck vascular doppler ultrasound showed no catheter related thrombosis. Repeated aspiration attempts yielded the same outcome. A chest x ray demonstrated an abnormal catheter trajectory, raising concern for a complete catheter fracture. Additionally, drainage was found to be obstructed. And catheter also migrated inside the patient's body. An emergency procedure was subsequently performed under local anesthesia in the interventional center, involving removal of a cardiac foreign body along with removal of the venous port. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter fracture, material separation, obstruction of flow, suction issue and migration issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.